Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the device emitted odor was identified. It is likely the result of maintenance; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the soltive premium super pulsed laser system exhibited bad smell coming from the unit. The issue occurred during a therapeutic ureteroscopy. The procedure was completed with another device. There were no reports of patient harm.